Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and blood leakage in the hemostatic valve occurred. It was reported that during the operation, blood leakage was found in hemostasis valve. A new device was used to complete the surgery and there was no patient injury reported. Leak was observed the hub. Approximate blood los was 10ml. No air entered the patient¿s body. The brim cap and the hub did not detach from the sheath.

Manufacturer narrative:
On 8-jan-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and blood leakage in the hemostatic valve occurred. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged and broken and the sheath shaft and dilator shaft were bent. The valve was microscopically inspected and stress marks on the valve were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve dislodged could be related to the hemostatic valve leak issue reported, as such, the customer complaint was confirmed. The potential cause of the separation of the valve could be related to the manipulation of the device during the procedure or due to the dilator wrongly introduced; however, this could not be conclusively determined. The potential cause of the bent shaft and dilator shaft could be related to the handling/shipping of the device after the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: the instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) and stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112 and guide (g04061) were selected as related to the bent shafts of the sheath and the dilator identified by bwi pal. Investigation findings: separation problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer's reported issue of air in the valve since the issue could not be evaluated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).